Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower nurses were unable to pull medication which was already loaded. As per the customer statement, flucytosine 250mg capsules were loaded in pyxis med station, and they were showing in floor stock scm. But the nurse was unable to pull up in pyxis medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device nurses were unable to pull medication which was already loaded. A technical support specialist provided customer feedback that they have not received any orders for that particular medication ID for any patients, customer information technology resolved issue on their end to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.